Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired due to pulmonary embolism. The patient was implanted with a lvad and an rvad, both heartmate 3, at the same time. (B)(4) was implanted as an lvad and (B)(4) was implanted as an rvad. The implantation went straight forward. It was an ultima ratio treatment for this patient. At the end of the procedure the patient developed a severe pulmonary embolism. Ventilation was not possible anymore and the patient expired. No further information was provided.

Manufacturer narrative:
Additional information: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24feb2020.

Event description:
Additional information: the patient previously had another manufacturer's device. It was suspected, but not confirmed, that a thrombus formed in that device and caused the embolism. No further information was provided.

Manufacturer narrative:
Section b5: additional information; section h4: correction. Manufacturer's investigation conclusions: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Heartmate 3 lvad, serial number (B)(6), was not returned for analysis. The hm3 lvas IFU lists peripheral thromboembolic events as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.